Event description:
It was reported that during a stenting procedure, a guide wire tip detachment occurred. The location and nature of the lesion is unk. The physician placed an unspecified promus stent and post dilated with an unspecified balloon catheter over a pt2 guide wire. Upon attempting to withdraw the balloon catheter, the pt2 guide wire became entangled and got caught on the promus stent. The tip of the guide wire fractured and was retained in the pt. Attempts to remove the detached guide wire tip were unsuccessful. Another unspecified promus stent was implanted in order to push the guide wire tip against the vessel wall. No further complications or injuries were reported. The pt status was reported as "fine".

Event description:
Product was determined to be a pt graphix guide wire and not a pt2 guide wire.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B) (4)